Manufacturer narrative:
Information provided does not indicate a device malfunction which may have caused or contributed to the migration of the trial into the spinal canal. There was no indication in the information provided by the reporter suggesting misuse of the device. The patient's current condition is unknown. The patient was moved to another facility after the surgical procedure, and additional information was not available. Review of dhrs for the device did not identify any issues during manufacturing which may have caused or contributed. The risks identified in the device risk assessment were found to be fully mitigated and acceptable. Evaluation and testing of the returned device indicated no signs of a malfunction or damage to the device. The returned device was found to operate as intended. The cause of this event is unknown. If additional information becomes available at a later date, this submission may be updated with relevant information.

Event description:
During a prodisc c implantation surgery, a patient suffered a loss of motor function and paralysis. A medium 5 mm (B)(6) trial was placed into the patient's disc space. A keel cut was milled into the superior and inferior vertebral bodies. Following the milling cut, a 5 mm secondary chisel was used to clean the keel cut. When the chisel was impacted, the trial migrated posteriorly into the spinal canal. Neural monitoring indicated a loss of motor function. The prodisc c implantation was aborted, and the patient received an acdf instead. The patient was reported to have paralysis after completion of the case while in recovery.